Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap right hemi- "(B)(6) female patient. After isolation of ileocolic vessle voyant energy device was used to seal the vessel and divided. Immediate massive haemorrhage. Lost of operating field and then converted immediately open procedure. Immediate control of bleeding achieved once opened. Patient lost 840ml of blood and was started iontropic medicine." Additional info received 09th november from applied medical team member: there was no tension applied to a vessel that was being sealed. Mr (B)(6) cannot recall how many seals the device performed before the incident occurred. The thickness/size of the vessel being sealed when the incident occurred was less than 7 mm. There was no eschar buildup on the jaws when the incident occurred. The jaws of the device were not cleaned during the procedure. The jaws were not surrounded by fluid when the device was activated and the incident occurred. Not aware of any vascular pathology. The was not device activated on diseased or inflamed tissue. The patient did not get any anticoagulation medicine prior to the procedure. Patient status- "she developed severe post operative ileus and pneumonia, requiring ventilation."

Manufacturer narrative:
The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. As no lot number was provided, a lot trace was performed and a review of the manufacturing records for the most likely lot sold to the hospital confirmed that the product passed all manufacturing and quality inspections. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate insufficient hemostasis. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.